Event description:
Ous MDR - after an implant duration of about 67 months oversensing with artifacts was reported. No inappropriate shocks were delivered. No adverse patient side effects were reported. Only the lead was explanted.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The inspection of the returned device data revealed the presence of noise in the rv channel. This is consistent with the clinical observation and the outcome of the lead analysis. The review of the quality documents confirmed a regular ICD manufacturing.